Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected during the investigation, the system was being used for a planned, non-emergency treatment when the issue occurred. Through communication with the customer, the philips remote service engineer (rse) established that the cover which had fallen was the l-arm cover. During the procedure, the cover fell off and was suspended by the safety chain. In order to complete the procedure, the cover was removed entirely. Philips fsca 2022-igt-bst-002 has been released related to this issue. The system was repaired by replacing the l-arm rotation cover in accordance with the fsca. Codes have been updated per the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the safety cover fell off during an ongoing examination and was held by the chain. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.